Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The leak was discovered after peritoneal dialysis (pd) therapy was completed and the cassette was being removed. When the cassette was being removed after therapy was complete, droplets were observed with the gasket of the homechoice device where the cassette is located during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.